Event description:
There was additional information reported that was not relevant to this event and therefore was omitted; see pe (B)(4)-symptoms since catheter replacement and pe (B)(4)-granuloma/nerve issue. Information was received from a consumer regarding a patient receiving bupivacaine 14.5mg/ml for a total dose of 1.537, unknown baclofen 1000mcg/ml for a total dose of 106 mcg/day, and morphine 12mg/ml for a total dose of 1.272mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported on an unknown date that patient mentioned that the 3 tesla (3t) magnetic resonance imaging (MRI) the pump got really, really hot, and patient uses an ice pack now and it helps the patient. It was stated that patient has had 20 MRI's. MRI guidelines were reviewed due to food and drug administration notice regarding MRI. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.